Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain on the left sided pelvic pain / localized pain') in an adult female patient who had essure (batch no. C51344) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), hypersensitivity ("generalised hypersensitivity / allergy symptoms"), rash pruritic ("itching and formation of rashes"), menstrual disorder ("menstrual cycle has been affected/changes to menstrual cycle"), intracranial pressure increased ("intracranial hypertension"), bladder disorder ("urinary and bladder problem"), urinary tract disorder ("urinary and bladder problem"), dysphagia ("problems with swallowing") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (planned hysterectomy for the removal of essure devices, delayed due to covid-19). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, hypersensitivity, rash pruritic, menstrual disorder, intracranial pressure increased and dysphagia had not resolved and the bladder disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, dysphagia, genital haemorrhage, hypersensitivity, intracranial pressure increased, menstrual disorder, pelvic pain, rash pruritic and urinary tract disorder to be related to essure. The reporter commented: within 12 months from the essure procedure she developed localised pain on the left sided pelvic pain. She has been advised she will require a hysterectomy for the removal of the essure devices, and is awaiting the date for surgery. Lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. On (B)(6) 2021 lawyer reported that some events still ongoing (not specified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2021: reporter information and event:s abnormal bleeding added. Previously reported event urinary/ bladder problem updated with urinary and bladder problem . We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('localised pain on the left sided pelvic pain/localized pain'). In an adult female patient who had essure (batch no. C51344) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), hypersensitivity ("generalised hypersensitivity/allergy symptoms"), rash pruritic ("itching and formation of rashes"), menstrual disorder ("menstrual cycle has been affected/changes to menstrual cycle"), intracranial pressure increased ("intracranial hypertension"), bladder disorder ("urinary and bladder problem"), urinary tract disorder ("urinary and bladder problem"), dysphagia ("problems with swallowing") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (planned hysterectomy, for the removal of essure devices delayed, due to covid-19). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, hypersensitivity, rash pruritic, menstrual disorder, intracranial pressure increased and dysphagia had not resolved. And the bladder disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, dysphagia, genital haemorrhage, hypersensitivity, intracranial pressure increased, menstrual disorder, pelvic pain, rash pruritic and urinary tract disorder to be related to essure. The reporter commented: within (B)(6) months from the essure procedure, she developed localised pain on the left sided pelvic pain. She has been advised, she will require a hysterectomy for the removal of the essure devices, and is awaiting the date for surgery. Lawyer reported, that the claimant was unable to undergo her scheduled essure device removal surgery, due to the covid-19 pandemic. On (B)(6) 2021 lawyer reported, that some events still ongoing (not specified). Batch no#: c51344, production date: 2014-05-06, expiration date: 2017-05-31. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-nov-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and review of complaint records and records of non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain on the left sided pelvic pain') in an adult female patient who had essure (batch no. C51344) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), hypersensitivity ("generalised hypersensitivity"), rash pruritic ("itching and formation of rashes"), menstrual disorder ("menstrual cycle has been affected"), intracranial pressure increased ("intracranial hypertension") and dysphagia ("problems with swallowing"). The patient was treated with surgery (planned hysterectomy for the removal of essure devices). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, hypersensitivity, rash pruritic, menstrual disorder, intracranial pressure increased and dysphagia had not resolved. The reporter considered abdominal distension, abdominal pain, dysphagia, hypersensitivity, intracranial pressure increased, menstrual disorder, pelvic pain and rash pruritic to be related to essure. The reporter commented: within 12 months from the essure procedure she developed localised pain on the left sided pelvic pain. She has been advised she will require a hysterectomy for the removal of the essure devices, and is awaiting the date for surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality-safety evaluation of ptc. On 16-oct-2019: no new clinical information received. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain on the left sided pelvic pain / localized pain') in an adult female patient who had essure (batch no. C51344) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), hypersensitivity ("generalised hypersensitivity / allergy symptoms"), rash pruritic ("itching and formation of rashes"), menstrual cycle abnormal ("menstrual cycle has been affected"), intracranial pressure increased ("intracranial hypertension"), dysphagia ("problems with swallowing"), menstrual disorder ("changes to menstrual cycle") and bladder disorder ("urinary / bladder problems"). The patient was treated with surgery (planned hysterectomy for the removal of essure devices, delayed due to covid-19). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, hypersensitivity, rash pruritic, menstrual cycle abnormal, intracranial pressure increased and dysphagia had not resolved and the menstrual disorder and bladder disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, dysphagia, hypersensitivity, intracranial pressure increased, menstrual cycle abnormal, pelvic pain, rash pruritic and menstrual disorder to be related to essure. The reporter commented: within 12 months from the essure procedure she developed localised pain on the left sided pelvic pain. She has been advised she will require a hysterectomy for the removal of the essure devices, and is awaiting the date for surgery. Lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. On (B)(6) 2021 lawyer reported that some events still ongoing (not specified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information were updated: pregnant was updated from unknown to no; events added changes to menstrual cycle, urinary / bladder problems. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain on the left sided pelvic pain / localized pain") and device breakage ("device breakage during removal") in an adult female patient who had essure inserted (lot no. C51344) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysphagia in 2021 and obesity, polypectomy, epigastric pain, fatigue, back pain, pelvic discomfort, hiatus hernia, vaginal cyst, bloating, painful intercourse, smoker, asthma, heartburn, chronic cough, headache, intracranial hypertension, fibromyalgia and parity 2. Concomitant products included fluxetine (fluoxetine hydrochloride), symbicort (budesonide;formoterol fumarate), montelukast, omeprazole, acetazolamide, ibuprofen and paracetamol. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), hypersensitivity ("generalised hypersensitivity / allergy symptoms"), rash pruritic ("itching and formation of rashes"), menstrual disorder ("menstrual cycle has been affected/changes to menstrual cycle"), intracranial pressure increased ("intracranial hypertension"), bladder disorder ("urinary and bladder problem"), urinary tract disorder ("urinary and bladder problem"), dysphagia ("problems with swallowing"), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("a. Pain, including chronic pain"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), headache ("headache"), fatigue ("fatigue") and incontinence ("incontinence"). The patient was treated with salbutamol as well as surgery (planned hysterectomy for the removal of essure devices, delayed due to covid-19). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, hypersensitivity, rash pruritic, menstrual disorder, intracranial pressure increased and dysphagia had not resolved. The outcomes for bladder disorder and genital haemorrhage were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, device breakage, device intolerance, dyspareunia, dysphagia, fatigue, genital haemorrhage, headache, hypersensitivity, incontinence, intracranial pressure increased, menstrual disorder, mental disorder, pelvic pain, rash pruritic and urinary tract disorder to be related to essure administration. The reporter commented: within 12 months from the essure procedure she developed localised pain on the left sided pelvic pain. She has been advised she will require a hysterectomy for the removal of the essure devices, and is awaiting the date for surgery. Lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. On 01-mar-2021 lawyer reported that some events still ongoing (not specified). Insertion date updated from (B)(6) 2016 to (B)(6) 2015 food sensitivities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.031 kg/sqm. [Ultrasound pelvis] on (B)(6) 2016: indication: patient has essure in situ from gynecology last year. Checks found to be in normal position. Was ok for a year but since when started feeling pain after intercourse which feels from essure. Pain can remain for a few days after intercourse. Findings: normal sized anteverted uterus, measuring 7.3 x 5 x 5.2cm, which was regular in outline and echotexture. The endometrium measures 7.8mm in thickness, in keeping with menstrual phase. Both essure devices visualized and are correctly sited. Both ovaries of normal size and outline. No evidence of any ovarian cysts. No adnexal masses or free fluid. [Ultrasound scan] on (B)(6) 2015: ultrasonically the devices appeared to be correctly positioned; on (B)(6) 2017: found to be in normal position [x-ray] on (B)(6) 2015: normal heart size and mediastinal contours. The lungs are clear. Old right rib fractures. Batch no c51344 production date 2014-05-06. Expiration date 2017-05-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:lower abdominal pain,device intolerance,device breakage,dyspareunia, psychological issues;headache, fatigue, , incontinence. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: new event added:lower abdominal pain,device intolerance,device breakage,dyspareunia, psychological issues;headache, fatigue, incontinence..new product added:paracetamolibuprofenacetazolamineomeprazolemontelukastsymbicort inhalerfluxetine..reporters,medical history,lab data,patient information,removal date,added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain on the left sided pelvic pain/localized pain") and device breakage ("device breakage during removal") in an adult female patient who had essure inserted (lot no. C51344) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysphagia in 2021 and obesity, polypectomy, epigastric pain, fatigue, back pain, pelvic discomfort, hiatus hernia, vaginal cyst, bloating, painful intercourse, smoker, asthma, heartburn, chronic cough, headache, intracranial hypertension, fibromyalgia and parity 2. Concomitant products included fluxetine (fluoxetine hydrochloride), symbicort (budesonide;formoterol fumarate), montelukast, omeprazole, acetazolamide, ibuprofen and paracetamol. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), hypersensitivity ("generalised hypersensitivity/allergy symptoms"), rash pruritic ("itching and formation of rashes"), menstrual disorder ("menstrual cycle has been affected/changes to menstrual cycle"), intracranial pressure increased ("intracranial hypertension"), bladder disorder ("urinary and bladder problem"), urinary tract disorder ("urinary and bladder problem"), dysphagia ("problems with swallowing"), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("pain, including chronic pain"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), headache ("headache"), fatigue ("fatigue") and incontinence ("incontinence"). The patient was treated with salbutamol as well as surgery (planned hysterectomy for the removal of essure devices, delayed due to covid-19). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, hypersensitivity, rash pruritic, menstrual disorder, intracranial pressure increased and dysphagia had not resolved. The outcomes for bladder disorder and genital haemorrhage were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, device breakage, device intolerance, dyspareunia, dysphagia, fatigue, genital haemorrhage, headache, hypersensitivity, incontinence, intracranial pressure increased, menstrual disorder, mental disorder, pelvic pain, rash pruritic and urinary tract disorder to be related to essure administration. The reporter commented: within 12 months from the essure procedure she developed localised pain on the left sided pelvic pain. She has been advised she will require a hysterectomy for the removal of the essure devices, and is awaiting the date for surgery. Lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. On (B)(6) 2021, lawyer reported that some events still ongoing (not specified). Insertion date updated from (B)(6) 2016 to (B)(6) 2015 food sensitivities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.031 kg/sqm. [Ultrasound pelvis] on (B)(6) 2016: indication: patient has essure in situ from gynecology last year. Checks found to be in normal position. Was ok for a year but since when started feeling pain after intercourse which feels from essure. Pain can remain for a few days after intercourse. Findings: normal sized anteverted uterus, measuring 7.3 x 5 x 5.2cm, which was regular in outline and echotexture. The endometrium measures 7.8mm in thickness, in keeping with menstrual phase. Both essure devices visualized and are correctly sited. Both ovaries of normal size and outline. No evidence of any ovarian cysts. No adnexal masses or free fluid. [Ultrasound scan] on (B)(6) 2015: ultrasonically the devices appeared to be correctly positioned; on (B)(6) 2017: found to be in normal position. [X-ray] on (B)(6) 2015: normal heart size and mediastinal contours. The lungs are clear. Old right rib fractures. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: lower abdominal pain, device intolerance, device breakage, dyspareunia, psychological issues; headache, fatigue, and incontinence. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain on the left sided pelvic pain') in an adult female patient who had essure (batch no. C51344) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), hypersensitivity ("generalised hypersensitivity"), rash pruritic ("itching and formation of rashes"), menstrual disorder ("menstrual cycle has been affected"), intracranial pressure increased ("intracranial hypertension") and dysphagia ("problems with swallowing"). The patient was treated with surgery (planned hysterectomy for the removal of essure devices). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, hypersensitivity, rash pruritic, menstrual disorder, intracranial pressure increased and dysphagia had not resolved. The reporter considered abdominal distension, abdominal pain, dysphagia, hypersensitivity, intracranial pressure increased, menstrual disorder, pelvic pain and rash pruritic to be related to essure. The reporter commented: within 12 months from the essure procedure she developed localised pain on the left sided pelvic pain. She has been advised she will require a hysterectomy for the removal of the essure devices, and is awaiting the date for surgery. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.